Event description:
It was reported that the patient presented remotely via merlin net experiencing discomfort. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of post paced t-wave oversensing. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the episodes of post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD) reoccurred. Patient condition was unknown.